Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The device was activated on simulated with acceptable results and a visual seal effect was observed. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily.

Event description:
The customer reported that during a sleeve gastrectomy alarms were provided by the generator and the device would not work. A new instrument of the same type was opened and used to successfully complete the procedure there was no patient injury. The device was returned for evaluated and a visual inspection revealed that the insulation on the device was damaged.